Event description:
It was reported that the asystolic event lasted approximately 30 second to one minute during the surgery while the patient was under general anesthesia. The patient did not have a prior history of cardiac events. Additionally, the physician was unaware of any triggers that may have contributed to the arrhythmia other than the patient being a smoker. Following the surgery the patient was not hospitalized as a result of the arrhythmia and later returned to the or several weeks later to have the generator programmed on. During this appointment the generator was successfully programmed on and diagnostic testing performed without any adverse events.

Event description:
It was reported that during implantation surgery, the physician attempted to perform diagnostics for the first time; however, the patient experienced asystole. The device was left implanted and the surgery was completed. Diagnostics were not completed prior to the patient leaving the or due to the asystolic event. The patient has been referred to attempt diagnostic testing again. However, the physician is considering removing the vns device. No diagnostics attempts or surgical interventions are known to have been made to date. The manufacturing records of the generator were reviewed and verified the device passed quality inspection prior to distribution. No additional relevant information has been received to date.